Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify no excessive no delivery, occlusion alarm due to completely broken reservoir tube lip. Pump received with minor scratched lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarms, the screen and the reservoir cap was scratched. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.